Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation of "connector near the base of the camera has come away" was confirmed. However, the irregular color tones was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a worn out coupler stopper. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the camera head, the connector near the base of the camera came away and the picture was showing irregular color tones. The issue was found during an unspecific procedure and was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, that while using the camera head. The connector near the base of the camera came away and the picture was showing irregular color tones. The issue was found, during an unspecific procedure. And was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.